Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that insulin was squirting out during the manual prime. The customer's blood glucose was 174 mg/dl. The customer stated that the insulin pump was dropped and there was no exposure to water. The customer stated that the drive support cap did not appear to be damaged. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.